Manufacturer narrative:
Continuation of d10: product ID l-evprop2329us; product lot/serial number 0010676145; product type: loading system; implant date na; explant date na product ID d-evprop2329us; product lot/serial number (B)(6); product type: loading system; implant date na; explant date na h6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Updated/corrected data: a1, b2, b3, b5, d10, g1, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that during the valve implant procedure, the valve was re-sheathed one time prior to the final implant position. The reason for the re-sheathed valve was unknown. Following the valve implant, an echocardiogram identified mild paravalvular leak (pvl). Treatment was not reported for the pvl. The day following the valve implant procedure a ¿very low¿ platelet count (<(> <<)>100) was identified. There were no signs or symptoms of bleeding. Thrombocytopenia was reported. No treatment required. The patient was monitored, and the event was reported as resolved with sequelae. As reported, the thrombocytopenia was unrelated to the medtronic products rather considered possibly related to the procedure. The left bundle branch block had resolved 4 days following the valve implant procedure. During the 30-day post-operative follow-up appointment, an electrocardiogram was performed and showed a wide wrs complex rhythm with premature ventricular complexes. The permanent pacemaker was subsequently replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that approximately one year, eight and a half months following the onset of thrombocytopenia, the patient continued to have a low platelet count (>100). Additional information received indicated that at the 3-year follow-up the thrombocytopenia was not resolved and still ongoing.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The device remains implanted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, an electrocardiogram showed left bundle branch block. Two days following the implant procedure, complete heart block occurred and a permanent pacemaker was implanted. No additional adverse patient effects were reported.